Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse replaced the washer probe assembly, ran background check, and ran quality controls (qc); all results were within acceptable range. The aia-900 instrument was functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(6) from (B)(6) 2016 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual, under section 11 - maintenance provides guidance on maintenance for bound / free (bf) washing probe and other components of the aia-900 instrument. If the customer requires parts or service, the customer is to contact tosoh representatives or tosoh technical service. The most probable cause of the issue is due to failure of the washer probe assembly.

Event description:
On (B)(6) 2018, a customer reported a screw that holds the washing probe needed to be replaced on the aia-900 instrument. The customer is unable to run patient samples for intact parathyroid hormone (ipth) and follicle stimulating hormone (fsh). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth and fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.